Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading is 600 mg/dl. Customer experienced headaches. Diagnosed diabetic ketoacidosis. Customer treated with manual injection. Customer also stated that the reservoir leaked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99322.